Manufacturer narrative:
A ge service representative evaluated the system, and ordered a part, but no conclusion can be drawn as repair information is not available.

Event description:
It was reported that the system would not produce x-rays. No patient injury was reported.